Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The information received via medtronic indicated that the insulin pump had a keypad anomaly, the buttons were very hard to press. It was also reported that the pump rejected the new batteries and the belt clip was not locking in place . No harm requiring medical intervention was reported the pump will not be returned for analysis.